Manufacturer narrative:
A hillrom field service technician visited the customer site and identified that the surveyor central database was corrupted. The field technician rebuilt the surveyor central database, and confirmed that the sound reported by the customer was the surveyor central watchdog producing an alarm to alert the user of the database issue. Based on this information, no further action is required.

Event description:
The customer reported a malfunction of the surveyor central device which emitted a loud continuous sound, in a subsequent follow-up with the customer they confirmed that the central station was not picking up the telemetry device. The device was in use for continuous patient monitoring, and the customer reported that the malfunction resulted in the patient not being monitored. The customer confirmed that there was no associated patient injury. This report was filed in our complaint handling system as complaint #(B)(4).